Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, healthcare provider (hcp) and company representative regarding a patient who was receiving lioresal 2000ug/ml; 1600 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. Concomitant medication was baclofen. The date of the event was (B)(6) 2015. It was reported the patient experienced a sudden change in therapy. At a refill on (B)(6) 2015, the patient shared concerns with the physician that he was having some spasticity. On (B)(6) 2015, the patient was sent to the emergency room with swelling around his pump and up into his ribs. An ultrasound was done and it showed fluid at the pocket site. The fluid has not been tested yet. The patient was diagnosed with cellulitis and a course of antibiotics was started. It was also reported the patient went to the emergency room (B)(6) 2015 after swelling and rash presented a couple days after refill. Both symptoms have decreased with antibiotics according to the patient and the physician. The pump was interrogated and the volume in the reservoir matched the expected amount. The pump interrogation showed no alarm or event since the refill on (B)(6) 2015. The physician examined the skin and the rash had subsided but the swelling was still evident. The plan was to continue the antibiotics. The patient was advised to return to the healthcare provider if no improvement was seen. The issue was not resolved. Patient status was alive; with injury noted as swelling at the pump site. Surgical intervention was not planned. A dye study will be performed. The cause of the event, medical history, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.